Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll w/ndl eclipse 30x1/2 rb had a safety mechanism failure. It was reported by the customer report needle stick injury. Verbatim: rcc received a complaint via email. Email(s) attached. Product concern ticket number: (B)(4). Date of incident: (B)(6) 2023. Hospital: (B)(6) hospital. Department: 2 north aciu. Product: safety syringe 1cc. Vmid: 305778. Product expiry date: n/a. Number of defective product(s): 1. Is sample available: yes. Concern description: the lock mechanism on the syringe failed and we had 3 staff report needle stick injury.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection; fail hook ID inspection at the eclipse hub molding in-process inspection; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the qa outgoing inspection; and visual inspection of damage pivot pin at the packaging in-process inspection. Actual root cause could not be determined as sample passed the eclipse safety shield inspection and activation/locking force functional test.

Event description:
Material#: 305778. Lot#: unknown. It was reported by the customer report needle stick injury. Verbatim: rcc received a complaint via email. Product concern ticket number: (B)(4). Date of incident: (B)(6) 2023. Hospital: (B)(6) hospital. Department: (B)(6). Product: safety syringe 1cc. Vmid: 305778. Product expiry date: n/a. Number of defective product(s): 1. Is sample available: yes. Concern description: the lock mechanism on the syringe failed and we had 3 staff report needle stick injury. Follow-up: - the complaint mentions 1 defective product, but 3 staff reported a needle stick injury. Can you clarify if all 3 staff members were stuck by the same needle? ¿ not sure. We have 2 different kinds, none of them were able to confirm which one they were using. But confirmed that lock mechanism was faulty. - can you confirm if the needle sticks were clean or dirty? ¿ 1 clean 2 dirty, administering insulin. - did any of the 3 staff members require medical intervention due to the needle sticks? ¿ no, they all followed protocol and are doing absolutely fine. Customer response on march 19, 2024. I don't have the used one. But I have put aside 2 samples. I will send them over today. Apologies for delay.